Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during whipple surgery, when ligating the inferior mesenteric artery, the clip got stuck and could not be fired. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with six remaining clips. Microscopic inspection of the instrument revealed that the jaws were misaligned. Functionally, the instrument was fired once in air and the clip ejected from the jaws unformed. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip ejected from the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the misaligned jaws condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.